Event description:
Pt called in her cadd legacy will not prime sn (B)(4). No side effects from pump not priming. Pt aware not to throw away the pump arrangements for pump to be returned. Pt did not indicate if she can be notified by the MFR. Dose or amount: 60 ng/kg. Frequency: per min, route: IV. Primary pulmonary hypertension.